Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visuallly inspected and the thickness of the base was measured. Results: inspection of the base revealed that the thickness was out of specification. The base was able to be rotated around the chamber dome. A lot check revealed no other complaints of this nature for lot 140902. Conclusion: we are unable to determine what may have caused the base to loosen. However, it is known that pressures produced in excess of 80 cmh2o (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for three days before the incident was observed, which indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the mr290v vented autofeed humidification chamber was leaking. No patient consequence was reported.